Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the clamp was clipped but device did not staple. The surgeon requested assistance of a colleague. Patient had opening of rectum and vagina.